Event description:
It was reported that the stent failed to deploy during a declot of an a/v fistula in the right forearm. The delivery system was removed and another stent was deployed successfully. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample was returned and evaluated. The safety was missing, the tuohy borst adapter was open, the 2-way stop cock was closed. The sheath was elongated and completely torn off at the catheter reinforcement. The inner catheter protrudes from the tip of the outer sheath for 12 mm. The outer sheath is kinked 48mm from the distal end. The complaint is confirmed. Upon receipt of the sample, the sheath was torn off at the catheter reinforcement. The user attempted to place the stent graft without using an introducer sheath. This may have caused very high friction forces, finally resulting in the described deployment difficulties and the damage to the outer sheath. An a/v fistula was to be declotted in the right forearm. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.